Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor replaced to address the issue. Additional findings not related to the malfunction/issue, the system printed circuit board assembly, and the blower were replaced to address non-critical events recorded in the log file.